Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a plif at l4/l5. It was noted that the surgeon had trouble inserting a set screw once the rod was in place. Surgeon stripped the set screw but managed to implant a new one. Once the procedure was complete the surgeon noted that the screw head was loose even though the set screw was engaged and tightened. Surgeon opted to remove the set screw and rod and replaced the loose screw nd completed the procedure. No further details are known at this time.